Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2011. During the procedure, the surgeon impacted the humeral stem into the patient, but the stem would not come off the inserter handle. An elevator was used to get the stem off of the inserter handle. The proximal humerus was bone grafted so that the humeral stem would fit correctly. The surgery was completed with no significant delay in the procedure or injury to the patient.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. Recall has been initiated on this device. (B)(4). The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).